Manufacturer narrative:
The insulin pump passed self-test, off no power test and unexpected restart error test. The operating currents were in specification. No loose drive support disk noted. However, the insulin pump was received with partially cracked end cap. We were unable to perform displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test due to damaged end cap. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when she rewinds her insulin pump the whole bottom lifts up; she has to push the bottom back in for the rewind to complete. The patient's blood glucose at the time of incident is unknown. Troubleshooting confirmed that the drive support cap was flush. The customer stated that she drops her insulin pump from time to time. The customer also mentioned several lows yesterday. Her blood glucose was 55 mg/dl and 56 mg/dl, and she treated with eight ounces of (B)(4). Her last recorded blood glucose was 377 mg/dl. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.